Event description:
It was reported that the implantable pulse generator (ipg) tripped recommended replacement time (rrt) and switched to vvi 65 due to suspected premature battery depletion. At previous follow-up check up, no "problems" were observed. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).